Event description:
Hosp emergency room personnel responded to a person described as critically ill. The device was connected to the pt for external pacing. According to the rptr, the device "would not pace the pt". Another defibrillator/monitor/pacemaker was called for and used. The pt was paced through the night but expired the next morning. The rptr stated the alleged malfunction did not cause or contribute to the pt's death because the pt was not viable.